Event description:
On march 28th 2024 fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the angulation knob snapped during a diagnostic. There was no harm or injury to the patient. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
Ref comp # (B)(4).